Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the foot captured the suture when closed leading to the difficult to remove and the formed knot removed from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker interventional procedure. The first prostyle device was deployed and preplaced as intended. Reportedly, during use of the second prostyle, the suture was deployed and placed, however, during retraction of the device the suture was stuck on the device and the suture came out of the anatomy. The knot was formed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 22f, and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.